Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sibling reported via phone call that they experienced high blood glucose level of 533 mg/dl. The customer will treated with manual injections. Troubleshooting was performed. The drive support cap is loose. There were no leaks or air bubbles. Advised to treat per hcp's instruction. Advised the pump will need to be replaced. The product was returned for analysis.